Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage: breakage'), device expulsion ('migration of essure device location of device: uterus'), fallopian tube perforation ('perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and multiple episodes of menorrhagia ('abnormal bleeding (menorrhagia)', 'menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea, pelvic discomfort, cyst nos, irregular periods, menometrorrhagia, loop electrosurgical excision procedure (pre-cancerous cells) and pre-eclampsia. Previously administered products included for birth control: ortho-cyclen from 2002 to 2007. Concomitant products included vitamin b12 nos since 2007 and vitamin d nos (vitamin d) since 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia") and the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (ablation ((B)(6) 2013), oophorectomy and salpingectomy (bilateral),oophorectomy (unilateral) - left). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, vaginal haemorrhage and vaginal discharge outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for "menorrhagia, breakage, migration". Plaintiff claimed transient procedure pain. There were noted three coils with the endometrium on both side after insertion. Current weight 115lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event fallopian tube perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage: breakage'), device expulsion ('migration of essure device location of device: uterus'), fallopian tube perforation ('perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and multiple episodes of menorrhagia ('abnormal bleeding (menorrhagia)', 'menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea, pelvic discomfort, cyst nos, irregular periods, menometrorrhagia, loop electrosurgical excision procedure (pre-cancerous cells) and pre-eclampsia. Previously administered products included for birth control: ortho-cyclen from 2002 to 2007. Concomitant products included vitamin b12 nos since 2007 and vitamin d nos (vitamin d) since 2007. On (B)(6) 2007, the patient had essure inserted. In december 2007, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). In january 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia") and the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (ablation ((B)(6) 2013), oophorectomy and salpingectomy (bilateral),oophorectomy (unilateral) - left). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, vaginal haemorrhage and vaginal discharge outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for "menorrhagia, breakage, migration". Plaintiff claimed transient procedure pain. There were noted three coils with the endometrium on both side after insertion. Current weight 115lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage: breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and vaginal discharge outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for menorrhagia, breakage, migration, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage: breakage'), device expulsion ('migration of essure device location of device: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and multiple episodes of menorrhagia ('abnormal bleeding (menorrhagia)', 'menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea, pelvic discomfort, cyst nos, irregular periods, menometrorrhagia, loop electrosurgical excision procedure (pre-cancerous cells) and pre-eclampsia. Previously administered products included for birth control: ortho-cyclen from 2002 to 2007. Concomitant products included vitamin b12 nos since 2007 and vitamin d nos (vitamin d) since 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia") and the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (ablation ((B)(6) 2013) and salpingectomy (bilateral),oophorectomy (unilateral) - left). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage and vaginal discharge outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for "menorrhagia, breakage, migration". Plaintiff claimed transient procedure pain. There were noted three coils with the endometrium on both side after insertion. Current weight 115lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Events" abnormal bleeding (vaginal, menorrhagia) and migration of essure device location of device: uterus (previously reported as device dislocation) was added. Plaintiffs demographics, medical history and concomitant medications were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage: breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and vaginal discharge outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for menorrhagia, breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: previously added injury nos was replaced with dysmenorrhea and new events: pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, breakage, migration, vaginal discharge, lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.